Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, hardware was removed in a revision surgery on (B)(6) 2023 due to more than one broken screw. According to the surgeon, the patient's bones radiographically appeared fused. Additional information indicates the patient was very hypermobile post-surgery. The site was revised with tmc hardware and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the patient's post-surgery activity likely subjected excessive bending stresses to the screws leading to breakage. The instructions for use identifies warnings related to postoperative care. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, hardware was removed in a revision surgery on (B)(6) 2023 due to more than one broken screw. The site was revised with tmc hardware and no other patient outcomes were reported as a result of this event.